Event description:
It was reported that the system had a popping noise during the procedure, then it would not x-ray. This will cause the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.